Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed weak battery, then button error alarm. The blood glucose reading was 169 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. No unexpected weak battery alarms noted. However, insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, cracked display window and cracked belt clip slot.